Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. The aortic neck was 15 mm in length with 60 degree angulation and it was 19.8 mm in diameter proximally and 19.9 mm distally. It was reported that the follow-up CT showed there was a proximal type I endoleak. The physician stated the cause of the endoleak was likely due to progressive neck dilatation. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.